Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the device was thoroughly inspected and analyzed. The device was received with a short circuit condition. The battery capacity had been depleted and had a battery status of end of life due to long charge times. Examination of device memory revealed that the device had shocked into a shorted lead condition on (B)(6) 2011. Investigation found that the actual patient death occurred on (B)(6) 2011. X-ray inspection confirmed that the device plasma fuse was blown. The device sustained induced high energy overstress damage to the plasma fuse as the result of shocking into a shorted output condition 13 days after the patient had passed away.

Event description:
Boston scientific received information that this device was explanted after the patient expired. There were no allegations against the device in regard to the patient passing. The device was returned for reliability analysis.

Manufacturer narrative:
The device is currently undergoing analysis. When additional information becomes available, this report will be updated.